Event description:
The customer reported via phone call that the customer was receiving error notifications on the insulin pump and was unable to go beyond the errors. The customer's blood glucose was 362 mg/dl. The customer explained that they received the no delivery alarm on the insulin pump while bolusing. While troubleshooting at the priming process, the customer disconnected the call. The customer was unable to troubleshoot for their high blood glucose. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.